Manufacturer narrative:
This report is being filed on an international product, list number: 07p51-74 that has a similar product distributed in the us, list number: 7p51-21 / 31, with 510k number: k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative alinity I total b-hcg on a 28-year-old female. Results were not reported to medical provider. The following results were provided: sid: (B)(6); initial result= <2.3 miu/ml, repeat result (auto dilution) = <7000 miu/ml, repeat results = <2.3 miu/ml (manual dilution 2x & 5x) colloidal gold result= positive. There was no impact to patient management reported.